Event description:
It was reported that during a prostate procedure, after 69,902 joules and 7:17 minutes of use, "rottura fiber" (interpreted as fiber break) was noted. A second fiber of the same model was utilized to complete the procedure. The patient's condition following procedure was reported as stable. It is unknown exactly when during the procedure the fiber issue was observed. No injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap, and protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along length of fiber; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The reported issue could not be confirmed. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.